Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse and nephrologist from (B)(6) of recurrent aseptic peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, 3 weeks prior to this report, the patient performed therapy with dianeal unknown and nutrineal pd4 unknown bag and experienced peritonitis, requiring hospitalization. The patient was treated with vancomycin (dose and frequency not reported) via peritoneal lavage. One week later, the patient was discharged to home, and resumed therapy with dianeal and nutrineal therapies, batches not changed. The next morning, the patient experienced aseptic peritonitis and was hospitalized. The patient was treated with an unspecified antibiotic via peritoneal lavage. One week later, the patient was discharged to home, and resumed therapy with dianeal and nutrineal therapies, batches not changed. Forty-eight hours later, the patient again experienced aseptic peritonitis and was hospitalized. The patient was treated with bactrim (sulfamethoxazole and trimethoprime) via peritoneal lavage (dose and frequency not reported). At the time of reporting, the patient had not yet recovered from the recurrent aseptic peritonitis. It was reported that dianeal unknown and nutrineal pd4 unknown bag therapies were temporarily withdrawn. The nephrologist believed that the event of recurrent aseptic peritonitis was not related to dianeal unknown and nutrineal pd4 unknown bag, but to an unknown germ (microbial hand contamination or other origin) which was not yet identified on culture (no growth).